Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 78 mg/dl. Customer stated that the pump had the alarm all night. Customer was advised to clear the alarm with the esc and act buttons. A replacement battery cap will be sent. Customer was advised to monitor the pump. Customer was advised to revert to a back-up plan per health care provider's instruction until the replacement cap arrives. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.